Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial mfr1220648-2023-02665 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 70-year-old male patient experienced an embolic stroke during impella 5.5 support. Systemic heparin stopped and purged. It was further reported that blood products were administered for drop in hematocrit (hct).

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed. The device was not returned for investigation. Per the provided clinical information, the cause of the stroke was patient condition related. Heparin was used in purge but unknown if it was the cause. Unknown relation to impella.